Event description:
It was reported an occlusion alarm occurred, which caused the customer¿s blood glucose level to exceed 600 mg/dl. The customer managed the high blood glucose by administering a correction bolus through the pump. The issue was resolved by the customer changing the infusion set and cartridge, allowing them to resume insulin delivery.